Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the (B)(6) chemistry analyzer and identified the failure mode as multiple hardware. Due to multiple hardware interventions performed, a definite component could not be identified as the sole contributor to this event, however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse replaced the buffer valve assembly unit, buffer syringe and na electrode to resolve the issue. System performance was verified, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous high sodium (na) patient results on their (B)(6) clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.